Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-nov-2015, fse arrived at the site to address the reported event. Fse replaced the waste pump and two-way valve, due to stress from the failed pump. No further issues were reported and no futher action was required by field service. The most probable cause of the reported event was due to fault/ failure of the waste pump.

Event description:
On (B)(6) 2015 the customer reported a "wash probe suction failure" with their a1a-360 analyzer. . On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.